Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Based on the information provided there is no indication the implants were not functioning as intended, the implants were explanted due to the patient developing heterotopic bone growth. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of six for the same event; see also 0001032347-2016-00057, 0001032347-2016-00082 through 0001032347-2016-00085.

Event description:
The sales associated reported a revision due to heterotopic bone growth. The implants were removed and replaced with new implants.